Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that, customer reported a crack on insulin pump and experienced hypoglycemia. Blood glucose value at the time of incident was 58 mg/dl. Customer also stated that, issue was persists even after changing the basal settings. Customer treated the hypoglycemia with glucose/carb intake. No harm and other symptoms related to hypoglycemic event was reported. Troubleshooting was performed, found insulin pump was dropped and customer was experienced low blood glucose event for 5 weeks. Customer will discontinue use of the device and insulin pump will be returned for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring : black . Case type: ngp . Customer complained on (B)(6) 2022 the device is over delivering, is experiencing low blood glucose, and has a cosmetic damage located at the battery compartment device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test, and displacement accuracy test. Unit passed delivery accuracy test at 0.0877 inches. The p-cap/reservoir does lock properly. No over/under delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Not verified in pump history bolus not delivered alert on event date. Total daily bolus delivered on april 05, 2022 is 19 u. Pump was cut open to perform visual inspection and found moisture damage on the electric boards, and motor. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, cracked battery tube threads, serial number label stained, end cap address label missing, scratched case, pillowing keypad overlay, and corroded battery tube. Device passed displacement test, rewind, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test, and displacement accuracy test. No over delivery anomalies noted during testing. Customer alleged for the device over delivery was not confirmed. Unable to confirm low blood glucose. Cosmetic damage was confirmed at case behind the pump at the battery compartment, battery tube threads, and battery tube. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.